Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twenty-five bd vacutainer® push button blood collection set with pre-attached holder were leaked at the connection between adapter and tube during blood collection.

Manufacturer narrative:
Medical device type: fmi. PMA / 510(k)#: k011984.

Event description:
It was reported that twenty-five bd vacutainer® push button blood collection set with pre-attached holder were leaked at the connection between adapter and tube during blood collection.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. During testing under pressurized conditions, leakage was observed on one of the samples. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no defects were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for tubing leakage was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that twenty-five bd vacutainer® push button blood collection set with pre-attached holder were leaked at the connection between adapter and tube during blood collection.